Event description:
During service, the ventilator failed the tidal volume test and was not ventilating properly. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.